Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the 4-1 and 4-2 failed along with all cubies as off bus on auxiliary. A field service engineer cleaned and reseated all cubie row board headers on aux. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system not located on bus. The customer stated that all drawers, including tower says not located on bus. They fixed each cubie about 2 hours ago and nurse stated that the pyxis is doing it again and they can't access any drawers/cubies. Users were able to recover or use alternative means to get meds. Experienced no delays in treating patients. There were no adverse events or injuries reported based on this incident.